Event description:
A malfunction alarm was reported, identified as malfunction code 0, with no notable events occurring prior. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and received guidance on putting the pump into storage mode before returning it. A pre-paid label was provided for the pump's return, and all instructions were understood and acknowledged by the customer.